Event description:
I used renu with moisture loc contact lens saline solution from 02/01/05 to 04/01/05. I went to eye clinic with a severe eye (left) infection, cornea scratiched and was on anti-fungal medication. Still on acyclovir 2 times a day. Left eye was my dominant eye. Now it is severely compromised, still under dr's care.